Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer of peritonitis coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ambuflex therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. The cause of the peritonitis was unknown. On that same date, the patient began remedial therapy with reflin (1gm, twice daily, ip) and vancomycin (1gm, loading dose, ip). On an unreported date, a peritoneal effluent culture was performed and the results were unknown. A peritoneal effluent analysis was not performed. At the time of this report, dianeal pd2 ambuflex therapy was ongoing and the event of peritonitis was resolving. The consumer did not consider the event of peritonitis to be related dianeal pd2 ambuflex therapy.